Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: d9 - date returned to mfg. Investigation ¿ evaluation it was reported that the introducer sheath included in the rosch-uchida transjugular liver access set unraveled during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 58-year-old female patient. The operator used a competitor contrast catheter for indirect cholangiography to visualize the portal vein location. After the jugular vein was punctured, the rosch-uchida transjugular liver access set was used for puncture between the hepatic and portal vein. Following deployment of the rups set, the surgeon informed the surgical team that a metal wire had protruded beyond the hemostatic valve of the sheath. The complaint device was immediately replaced with a new like-device, and a successful puncture was achieved. Balloon dilation and stent placement followed, with contrast demonstrating unobstructed blood flow and portal vein pressure reduced to the target range. The procedure was completed successfully, and the patient was bandaged and safely returned to the ward. It was confirmed by the user that there was no difficulty experienced during advancement through the device. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was received. The inner coiling was found to be protruding from the silicone disc in the check-flo hub. Delamination appears to have occurred inside the sheath. Cook concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and the related subassembly lots did not reveal any related quality control discrepancies. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook did not review product labeling. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the inner sheath was damaged when the other components were advanced through it resulting in the damage. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the introducer sheath included in the rosch-uchida transjugular liver access set unraveled during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 58-year-old female patient. The operator used a competitor contrast catheter for indirect cholangiography to visualize the portal vein location. After the jugular vein was punctured, the rosch-uchida transjugular liver access set was used for puncture between the hepatic and portal vein. Following deployment of the rups set, the surgeon informed the surgical team that a metal wire had protruded beyond the hemostatic valve of the sheath. The complaint device was immediately replaced with a new like-device, and a successful puncture was achieved. Balloon dilation and stent placement followed, with contrast demonstrating unobstructed blood flow and portal vein pressure reduced to the target range. The procedure was completed successfully, and the patient was bandaged and safely returned to the ward. It was confirmed by the user that there was no difficulty experienced during advancement through the device. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.